Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed nor duplicated during operational check. No ventilator inoperative error code was noted in the device error log. However, a ventilator service required alarm was noted in the device error log indicating the device software had detected a large pressure drop between the monitor and outlet pressure sensors (i.e. Across the machine flow sensor). The device's internal machine flow sensor was replaced as a precaution. Additional findings not related to the malfunction/issue; the particulate filter was replaced due to being contaminated.